Event description:
It was reported to philips that system could not perform exposures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was cancelled. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to execute the exposure. Review of the system log file showed that error in ippc. Upon troubleshooting, fse found the disk of ippc had issue. To resolve this problem, fse refix the disk and recreated the image store. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.